Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple minimum fill notification occurred after filling the cartridge with 300 units of insulin. In addition, customer received a cartridge alarm (alarm 1). Customer's blood glucose (bg) level was over 600 mg/dl. Reportedly, the customer used a manual injection to address high bgs. Customer reverted to manual injections for insulin therapy.